Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with ventricular undersensing on the pacemaker resulting in inappropriate mode switching. The patient was in stable condition.